Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic did not receive a text message notifying them of a carealert that had come through at 4:03 in the morning. The carealert settings that the clinic had chosen are under review. The system remains in use. No patient complications have been reported as a result of this event.